Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent surgical procedure whereby a vascular graft (manufacturer unknown) was implanted in the aortic arch to treat an infected aneurysm. On (B)(6) 2022, the patient had hematemesis and a computed tomography revealed suspected bleeding from the anastomosis. The patient underwent emergency endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac). A ctag/ac was implanted from the left common carotid artery into the vascular graft. Lack of wall apposition at the proximal end of the ctag/ac and a proximal type I endoleak were observed. For treatment, an additional stent graft was implanted as an extension of the ctag/ac. The left subclavian artery was coil embolized. Final angiography revealed a slight anterograde blood flow into the left subclavian artery. The physician decided to monitor it because there was no room in the anatomy to extend using additional stent graft. A lack of wall apposition at the proximal end also remained. The patient tolerated the procedure. On may 11, 2022, at a follow up, computed tomography revealed the endoleak remained. On may 17, 2022, angiography revealed the proximal type I endoleak remained. On (B)(6) 2022, a reintervention was performed. During the reintervention, angiography revealed a proximal type I endoleak and a type ii endoleak from the left subclavian artery. A gore® tag® conformable thoracic stent graft with active control system (ctag/ac) was implanted with 2-debranch bypass. Additional coils were implanted into the left subclavian artery. The endoleaks were resolved. The patient tolerated the procedure. Reportedly, the landing length was short, and the inner curvature was steep so the lack of wall apposition at the proximal end remained post procedure on (B)(6) 2022. The type ii endoleak from the left subclavian artery was likely due to short landing length.